Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case, response buttons non-functional) was confirmed. Upon investigation, the monitor failed incoming functionality testing. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. Additionally, the rear response button was intermittently non-functional. The cause for the defective response button was a crease in the response button cable. The root cause for the creased response button cable was unable to be positively identified. The root cause for the broken connector was physical abuse to the monitor. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor case was damaged and the response buttons were non-functional.